Manufacturer narrative:
Product code ep (endoplege coronary sinus catheter) was returned for evaluation. Some dried blood was visible on the returned components. The catheter was visually inspected and no visual defects were found on the catheter. The balloon was inflated with a 2 cc syringe of water. The balloon was found to be leaking at the distal bond. Visual inspection was performed with an unaided eye. Balloon inflate using 2 cc syringe. A DHR review was performed and there were no nonconformities associated with the manufacturing of this lot. Evaluation of the returned device showed that the distal bond of the balloon has delaminated and the "hole in the balloon" complaint by the customer can be attributed to this. A CAPA has been initiated to address this delamination. This CAPA is currently in the implementation phase. The information gathered in this customer experience report will be included in trend data and future CAPA determinations. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Manufacturer narrative:
Device evaluation anticipated into root cause upon return of product.

Event description:
It was reported by the rep that there was a hole in the balloon of the endoplege coronary sinus catheter, this was found on prep. No prolonged or times, no adverse patient events..